Manufacturer narrative:
Corrected data: d4: serial number: (B)(6); lot number: 9863. Additional manufacture narrative: d8: no. D9: yes, 08/04/2020. G1: mr. (B)(6). G3: 04/05/2021. G6: follow-up # 1. H2: correction, additional information. H3: yes. H4: 15-may-2018. H10: the device was implanted at index level c5/c6 and was in vivo for 20 months in a 36-year-old female patient. It was reported that the patient experienced recurrent arm pain, neck pain and radiculopathy with mild stenosis appearing on imaging and the device was explanted. In summary, no radiographs were provided thus a radiographic assessment could not be performed and it was not possible to assess the potential role of surgical technique or patient selection based on the provided information. In addition, surgical reports or lab reports have not been provided to the manufacturer. Based on the limited information provided, the device did not malfunction and was not suspected to be a contributory cause of the revision.

Manufacturer narrative:
Additional information and the return of the device has been requested. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure.

Event description:
It was reported that a patient with one m6-c artificial cervical disc was revised due to recurring pain.